Manufacturer narrative:
Correction : d4- should have not been filled in. A serial number is not known for the reported device.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151706.

Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold. The lead was capped and replaced. There were no patient consequences.